Event description:
It was reported that the patient was found unresponsive by a family member after experiencing a fall earlier in the day. The controller was alarming for low flows and the patient was taken to the emergency room. The patient was reported deceased on (B)(6) 2024. It was later communicated that the death was caused by dilated cardiopathy and chronic complication of covid pneumonia additionally the site stated the device was not operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office (and manufacturing site for devices): corrected. Section h6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Per additional information, the death was caused by dilated cardiopathy and chronic complication of covid pneumonia. The device reportedly did not operate as expected. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.